Event description:
Acqplan treatment planning system has an anomaly that makes the isocenter shift to be labeled incorrectly in the monitor unit worksheet and the dose visualization worksheet. It was reported that these worksheets were used as the final treatment instruction. The plan was not verified as required by generally accepted medical practices and as indicated on the worksheet. It was reported that about 15 pts received treatment when this anomaly (wrong isocenter) was present.